Event description:
This report is being filed upon notification from our MFR in another country of an event that occurred in another foreign country. During the cleaning of the x-ray exam room, a cleaning lady was electricity shocked when she touched this x-rays system foot switch. She was not injured.

Manufacturer narrative:
Conclusion - the investigation is still ongoing in france on this event. When the investigation is completed a follow-up report will be sent to the FDA.